Event description:
The international philips field service engineer (fse) reported a ventilator¿s record revealed the occurence of check vent: blower temperature high (diagnostic code: 1122) during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. The philips international field service engineer (fse) replaced the blower to prevent recurrence. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The part has been received, however, root cause analysis at the component level is pending. A supplemental report will be submitted when the part is evaluated.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Manufacturer narrative:
The replaced blower assembly was returned for internal failure investigation. The visual inspection of the customer returned blower assembly revealed no anomalies. A failure investigation (fi) technician installed the blower into a fi ventilator to duplicate the reported issue of high blower temperature. The fi technician identified that the customer complaint cannot be verified. The customer returned blower passes all testing. No fault found.